Manufacturer narrative:
Us customer contacted cepheid to discuss results. On (B)(6) 2022 a sample was collected from the patient. The patient was symptomatic and had known exposure to a confirmed sars-cov-2 positive case. Patient had gotten a positive result using an at home antigen test. Sample #1 was initially run at site on an antigen test platform on (B)(6) 2022, which resulted in sars-cov-2 positive. This result was reported to the physician. Per site protocol, all positive antigen results get tested on a pcr instrument. The sample #1 was retested on the xpert xpress sars-cov-2 on (B)(6) 2022, which resulted in sars-cov-2 negative. Sample was processed per the pi. Results were reported to the md, and they questioned the negative results. The patient returned on (B)(6) 2022 and sample #2 was collected. The customer tested sample #2 on (B)(6) 2022 with xpert xpress sars-cov-2, which resulted in sars-cov-2 positive. Sample was processed per the pi. Results were reported to md. There is no known harm to the patient as determined by customer feedback. Review of initial test result shows no targets detected with normal spc. Review of second test result shows dual target detection with moderate CT values and normal spc. Target and spc amplification and epf appear normal. No evidence of product malfunction. In the context of patient symptoms, known positive exposure, positive antigen at home test and sample 1 and molecular positive on second sample, this likely represents a false negative xpress sars-cov-2 test result. Customer states sample processing was per pi. Likely root cause is inadequate sample collection as a separate sample is collected for direct antigen testing. No report of patient harm. False negative: as per section 3 of the xpert xpress sars-cov-2 eua IFU; "negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for treatment or other patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information." Device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress sars-cov-2 test and the unavailability of that product lot to be returned to cepheid.

Event description:
Us customer contacted cepheid to discuss results. On (B)(6) 2022 a sample was collected from the patient. The patient was symptomatic and had known exposure to a confirmed sars-cov-2 positive case. Patient had gotten a positive result using an at home antigen test. Sample #1 was initially run at site on an antigen test platform on (B)(6) 2022, which resulted in sars-cov-2 positive. This result was reported to the physician. Per site protocol, all positive antigen results get tested on a pcr instrument. The sample #1 was retested on the xpert xpress sars-cov-2 on (B)(6) 2022, which resulted in sars-cov-2 negative. Sample was processed per the pi. Results were reported to the md, and they questioned the negative results. The patient returned on (B)(6) 2022 and sample #2 was collected. The customer tested sample #2 on (B)(6) 2022 with xpert xpress sars-cov-2, which resulted in sars-cov-2 positive. Sample was processed per the pi. Results were reported to md. There is no known harm to the patient as determined by customer feedback.